Manufacturer narrative:
The customer ordered the part to repair the system. The customer did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "three cases were canceled" (surgical procedure, delayed). Product problem(s): "the screen blacked out during setup" (no display or display failure). The facility biomedical engineer reported the screen blacked out during setup. Three cases were canceled. No patient injury was reported.